Manufacturer narrative:
The affected evita 4 (month of production: september 1997) was investigated onsite and the logbooks were analyzed at the manufacturer. During the log analysis, it was confirmed that the device performed a total of 43 warmstarts between 4:05 am and 7:26 am on (B)(6) 2019. However, there is no device error stored in the logbook that would indicate the cause of these warmstarts. During the inspection of the device, no deviation from the specification was found. It is likely that an external disturbance caused by electrostatic or electromagnetic effects above the iec 60601-1-2 immunity levels valid at the time of sale of the device caused the functional deviation. In this case, the device behaved as specified and tried to correct the fault with a warm start. During a warm start, evita opens the airway system to allow spontaneous breathing and generates an audible alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was used for ventilation in ippv mode on a patient and on (B)(6) 2019 at 04:05 a.m. A device restart with several repetitions was performed. The device acoustically alarmed and was replaced by another device. The measured oxygen saturation of the patient decreased temporarily. No injury to the patient was reported.